Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient was having pain and burning sensation at the surgery site which started a few days after implant (B)(6) 2017. The patient had an appointment the following day with the health care professional (hcp) and follow up was conducted. It was noted the patient would decide if they would lower the stimulation or keep it off until they met with hcp. No further complications were reported or are anticipated. Additional information was received from a consumer. It was reported that the patient saw their managing physician on monday, (B)(6). The patient was not sure what led to the pain and burning sensation. The device was tested by a manufacturer representative and the outcome was normal. To resolve the pain and burning sensation, the device was turned off for a few days and now it was back on at .4. When the burning occurred, the patient had increased the amount of stimulation to .5. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.